Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a blocked biopsy line during reprocessing. The facility completed the procedure using a similar device. During inspection and evaluation, the channel tube was clogged with unknown foreign material, which cannot be taken out. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the objective lens at the distal end was internally cracked and scratched. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
Additional information received from the customer reported the tube was found to be obstructed during reprocessing prior to a therapeutic procedure for the treatment of gastric varices. The customer noted there was glue left in the tube. There was no delay and a similar device was used to complete the procedure. The scope was reprocessed prior to being sent for repair and reprocessing was done following the indication for use (IFU).

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the channel could not be specified and there was no physical damage where the foreign material was found. A definitive root cause of the foreign material in the channel could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.